Event description:
It was reported the patient was not being able to adjust the stimulation. The patient reported the display showed "call your doctor" icon and power on reset (por) screen. The patient stated he was hit by a car recently. He stated he injured his wrist during the accident and fell "pretty hard". The device was never checked after the accident. While attempting to update the time, the patient lost communication between the programmer and the device. After resynchronizing the two, the patient was able to get the normal stimulation screen indicating the device was 1/2 charged. No further outcome or symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).